Event description:
It was reported that while using one bd vacutainer® sst¿, the customer noticed cracked tube during centrifugation. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone #: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿, the customer noticed cracked tube during centrifugation. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation, which showed a specimen containing tube with a crack on the side, leaking blood. Additionally, a total of 10 retained samples were visually inspected for brittleness, and all passed the inspection. Furthermore, 30 retained samples were visually inspected for damages, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.